Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. There is no information at this time to suggest that the lifevest caused or contributed to the patient death.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated seven times during the event. The patient's location at the time of the event is unknown. At approximately 20:32 the patient degraded from an idioventricular rhythm to asystole with intermittent cardiac activity. Between 20:41:12 and 20:48:36 the lifevest delivered seven treatments during asystole. Over-sensing of low amplitude cardiac input signal and CPR artifact contributed to the false detection. The patient remained in asystole following the treatments. The lifevest was shutdown at 22:02:17. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.